Event description:
It was reported that there was a syringe plunger sensor alarm. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704 as a result of warning letter cms# 617147. No causes or potential causes to the customer's reported problem were found during the device history review. Visual inspection observed that the device was in excellent condition. During the power up process, the reported problem was duplicated. The root cause of the issue could not be determined. Pump will be converted to loaner pool after investigation.